Event description:
Received a report from a consumer who indicated they inserted a tampon without incident. Several hours later they removed two tampon pledgets and believes they were both inside the applicator they inserted earlier. It is spacially not possible for two pledgets to be inside one applicator. No injury reported.